Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the description of the event, the probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: laparoscopic bilateral salpingo-oophorectomy detailed description of event: the rep was present during the case. The doctor attempted to deploy the cd001 bag within the patient.the surgeon had to be forceful with the device to move down the actuator. The distal tips of the prongs came out from the shaft but the bag was not covering the tips that were exposed outside the shaft. The prongs did not fully deploy within the patient. The rep noted this at this time and the device was removed from the patient.the scrub nurse examined the product and found that the bag was stuck in the shaft and was not over metal prongs. The case was completed with a new cd001 inzii device. There was no patient impact, no patient injury. Product is available for return. Additional information received via email on (B)(6)2020 from [name]: the product was not saved for return. Patient status: no patient impact type of intervention: complaint device was removed and a new cd001 inzii was used to complete the case.

Manufacturer narrative:
The event unit is expected to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic bilateral salpingo-oophorectomy. Detailed description of event: the rep was present during the case. The doctor attempted to deploy the cd001 bag within the patient. The surgeon had to be forceful with the device to move down the actuator. The distal tips of the prongs came out from the shaft but the bag was not covering the tips that were exposed outside the shaft. The prongs did not fully deploy within the patient. The rep noted this at this time and the device was removed from the patient. The scrub nurse examined the product and found that the bag was stuck in the shaft and was not over metal prongs. The case was completed with a new cd001 inzii device. There was no patient impact, no patient injury. Product is available for return. Patient status: no patient impact. Type of intervention: complaint device was removed and a new cd001 inzii was used to complete the case.